Manufacturer narrative:
X- ray review: ap lateral x-ray post lumbar fusion with uncorrected kyphotic deformity. Rod fracture is present at l5-s1. This is a result of failure of fusion. Patient is (B)(6), coupled with an uncorrected degenerative scoliotic deformity. Root cause: surgical technique (patient factors).

Manufacturer narrative:
(B)(4). The product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: scoliosis after lumbar spine deformation/lumbar deformation kyphosis levels treated in initial surgery: l3-iliac levels treated in revision surgery: th6 it was reported that patient underwent a posterior lumbar interbody fusion (plif) surgery. On an unknown date, post-op, rod broke in patient between s1 and iliac. No fragments of the devices remained inside the patient. There was no power on patient's low back and the patient complained of pain when the patient stood. Bone union was achieved at l3/4 and l4/5. It is unclear if bone union was achieved at l5/s. The patient underwent revision surgery to extend fusion to th6. It was found that the center of crosslink (multi-span) protruded to skin. The tight skin was caused by crosslink (unspecified) that was implanted in previous surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.